Event description:
Simplivia onguard 2 cstd bag adaptor sp product. The onguard bag adaptor spike fell out of an infusion bag during an infusion causing the contents of the bag to spill out onto nurse and surrounding area.